Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) due to a low blood glucose (bg) level of 40 mg/dl, where they were treated with intravenous fluids of saline and insulin. Customer also attempted to self-treat by consuming sugar water. Reportedly, customer had been manually resuming insulin when basal-iq suspended as intended for falling bg levels. Customer had also been rejecting reduced boluses when bg was below target, and potentially required settings adjustments due to recent weight loss and dialysis treatments. Customer was released from the ICU 3 days later.